Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that her blood glucose levels began to rise and reached 519 mg/dl. The pt stated that she felt nauseated at that time. She reported that she bolused to reduce her elevated blood glucose. At that time, the pt realized that her time was not set correctly and it was off by 12 hours. With the help of a company rep, the pt was educated on how to set the proper time. The pt did not require any medical attention from a healthcare professional or second party to address the issue. No product will be returned.